Event description:
Patient developed hematoma to right groin status post heart catheterization. They also developed a decreased hemoglobin and hematocrit. In addition, their blood pressure decreased two times.right groin ultrasound and abdominal pelvic CT done.patient was discharged to another facility for normal transfer. The hematoma was resolving at time of transfer.